Event description:
(B)(4). It was reported that during a treatment procedure, a balloon rupture occurred. The patient presented with a rutherford assessment of category 3. The 100% occluded, 300 x 5 mm target lesion, with moderate calcification at the distal end of the lesion, was located in the right superficial femoral artery. The offroad re-entry catheter system was introduced but re-entry into the true lumen was not achieved. While repositioning, the balloon ruptured on the third inflation and the device was removed. No further complications were reported. The patient was discharged the next day on antiplatelet or anticoagulant therapy. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).